Event description:
It was reported that this right atrial (ra) lead and left ventricular (lv) lead were explanted due to a unknown product performance issue. New leads and a new device were implanted at the same procedure. No additional adverse patient effects were reported.